Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while performing the retraction of the tissue for the final part of suturing, the prograsp forceps cable was observed to be frayed, limiting the instrument's grip and impairing its function. The surgeon reported that the device was not operating correctly due to the cable damage. The procedure was completed with no reported injury.